Event description:
It was reported that during a stent placement procedure, the stent deployment system tip was allegedly broke and detached. It was further reported that the device was allegedly removed with some difficulty. Reportedly, the stent eventually was deployed, although there was slight difficulty. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. The returned catheter sample confirmed that the stent was deployed and that the inner assembly cardan tube broke during the event. Difficult deployment could not be confirmed, and difficult removal was considered a consequence of the inner catheter break. An indication for a process related issue could not be found. The investigation leads to confirmed result for inner catheter break. In this case resistance was felt during deployment, and a 5f introducer was in use. Poor information was available in regards to patient condition, indication for stent placement, and procedural details. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pre dilation the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use state: '5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. In regards to insertion/ removal difficulty the instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. D4 (expiry date: 10/2024). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent deployment system tip was allegedly broke and detached. It was further reported that the device was allegedly removed with some difficulty. Reportedly, the stent eventually was deployed, although there was slight difficulty. The procedure was completed using same device. There was no reported patient injury.